Event description:
Literature: mobbs, rj, nair s, blum p. Peripheral nerve stimulation for the treatment of chronic pain. Journal of clinical neuroscience 14 (2007) 216-221. Summary: the aim of this retrospective study was to evaluate the role of the implanted peripheral neurostimulator (ins) in patients with pain in a peripheral nerve distribution. Implantation was performed in two stages. The first stage involved surgical implant of a paddle lead and included wrapping a mesh around the nerve and suturing the lead to the nerve. After a 3-7 day trial period, the patients were implanted with the ins. Thirty-eight patients with 41 inss were assessed via telephone at a mean follow-up time of 31 months for pain, narcotic usage and return to normal function. Results showed that over 60% of patients had a significant improvement in their pain and lifestyle following ins implant. One patient had the ins explanted due to infection. One patient who had hemophila and despite factor viii cover experienced an episode of bleeding that was further complicated by infection. The ins was removed. One patient underwent lead replacement after the lead was fractured due to a fall from a tree. Following the revision, the stimulator continued to function. Two patients underwent repositioning of the ins/ lead combination because of discomfort and restriction of arm movement. One surgically implanted lead was relocated during the trial period due to a marked uncomfortable motor effect in an adjacent muscle. Eight surgically implanted leads migrated during the trial period. The leads were resutured during the operation to implant the ins. Two patients underwent battery replacement due to battery failure. Further information is being requested; a follow-up report will be submitted if additional information is received.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible that several events occurred in one patient. The patient information provided is the average for all the patients. (B)(4).